Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient expired due to myocardial infarction. It was not known if device was working properly.

Manufacturer narrative:
Analysis found device function to be normal. Review of stored electrograms found no anomalies. The device is normal and fully functional.